Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent a surgical procedure to have the ipp device explanted and one tactra malleable penile prosthesis cylinder implanted in the left corporal body. Surgical intervention was required due to right distal erosion and twisted tubing related to the ipp device. Approximately two years later, another tactra malleable penile prosthesis cylinder was implanted in the right corporal body. No patient complications reported.

Event description:
It was reported that due to twisted tubing the patient had his inflatable penile prosthesis (ipp) removed and replaced with a tactra prosthesis.